Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's second revision at 70 months. The bone joint article "long-term follow-up of custom cross-pin fixation of 56 tumour endoprosthesis stems" cites the following: "of those stems requiring revision for aseptic loosening, two were in the same patient, with a primary femoral intercalary endoprosthesis with loosening in the proximal intramedullary stem, the first of which occurred after 40 months, and the second at 70 months requiring a pfa..."